Event description:
It was reported by the customer that the cs300 intra-aortic balloon pump (iabp) screen was malfunctioning. It is unknown under which circumstances the event occurred or if there was any patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The console screen had green and red lines not allowing the machine to be used. The fse changed the video cable to resolve the issue. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported during a routine check that the cs300 intra-aortic balloon pump (iabp) screen was malfunctioning. There was no patient involvement.